Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, staple malformation. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58z53. Device evaluation summary: the analysis results showed that the tx30v device arrived with no apparent damage and with a xr30v reload present. The reload was received fully fired. In addition, a second xr30v reload was returned. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload (b) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.